Manufacturer narrative:
Describe event or problem updated with the additional information received on april 24, 2017.

Event description:
It was reported to boston scientific corporation on march 13, 2017 that a wallflex¿ biliary fully covered rmv stent was implanted on (B)(6) 2016 as part of the (B)(6) clinical trial. The patient had a history of sclerosing cholangitis and was enrolled into group c: treatment of benign biliary strictures on (B)(6) 2015. On (B)(6) 2015 an assessment to biliary obstructive symptoms was taken and reported fever/chills. Baseline liver function test was taken on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computerized tomography (CT), intraductal biopsy and brushing with benign result. Initial wallflex¿ biliary fully covered rmv study stent placement was performed on (B)(6) 2015. This stent was removed on (B)(6) 2016 and events related to this stent are captured by manufacturer report # 3005099803-2015-03116. On (B)(6) 2016, after the initial study stent was removed, the second wallflex¿ biliary fully covered rmv study stent (captured by this report) was implanted in a satisfactory manner. On (B)(6) 2016, the stent that had been implanted on (B)(6) 2016 was noted to have a partial proximal migration not due to stricture resolution. The stent was removed on (B)(6) 2016 and another wallflex biliary stent was implanted on (B)(6) 2016. **additional information received on april 24, 2017: the patient did not experience any symptoms due to the partial proximal migration that prompted the physician to check the stent. The stent migration was noted through endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
Reported event of stent migration. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 13, 2017 that a wallflex¿ biliary fully covered rmv stent was implanted on (B)(6) 2016 as part of the (B)(6) trial. The patient had a history of sclerosing cholangitis and was enrolled into group c: treatment of benign biliary strictures on (B)(6) 2015. On (B)(6) 2015, an assessment to biliary obstructive symptoms was taken and reported fever/chills. Baseline liver function test was taken on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computerized tomography (CT), intraductal biopsy and brushing with benign result. Initial wallflex¿ biliary fully covered rmv study stent placement was performed on (B)(6) 2015. This stent was removed on (B)(6) 2016 and events related to this stent are captured by manufacturer report # 3005099803-2015-03116. On (B)(6) 2016, after the initial study stent was removed, the second wallflex¿ biliary fully covered rmv study stent (captured by this report) was implanted in a satisfactory manner. On (B)(6) 2016, the stent that had been implanted on (B)(6) 2016 was noted to have a partial proximal migration not due to stricture resolution. The stent was removed on (B)(6) 2016 and another wallflex biliary stent was implanted on (B)(6) 2016.